Event description:
Customer reportedly received the following results on the advantage system within 10 minutes; 189 mg/dl, 155 mg/dl, 279 mg/dl, and 596 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.